Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set tubing detachment event on (B)(6) 2025 while cycling. The location of detachment was close to site location. The insertion site was left abdomen. The infusion set was in use for three days. No further information available.